Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 47 mg/dl at the time of incident and current blood glucose level was 176 mg/dl. Customer also stated that the insulin pump had critical pump error and pump error a broken force sensor was detected during seating. Customer was unable to clear alarm. Customer was advised that the pump requires replacement and to discontinue use of the pump and to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) due to severe corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Device received with moisture damage on force sensor assembly and moisture damage on motor assembly.